Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Event description:
It was reported that the paceart system was not saving the client's patient data. The system was closed and re-opened; the data was re-entered and saved. No patient complications have been reported as a result of this event.

Event description:
It was reported that the paceart system was not saving the clients patient data. The system was closed and re-opened; the data was re-entered and saved. No patient complications have been reported as a result of this event.